Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge-pak, attention and service wrench) in the readiness display. The customer replaced the device's charge-pak battery charger however, the device would not remain powered on. During device evaluation, a third-party service agent observed that the device had the charge-pak and attention icons in its readiness display. The device would not remain powered on to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was that one of the hybrid layer capacitor (hlc) batteries, designator bt3 on the analog pcb assembly, did not hold a charge well. This hlc battery, designator bt3, needed a long time and an excessive current to charge, and did not hold its charge. It also depleted the charge-pak battery cell, designator bt3. A replacement device was provided to the customer under warranty.